Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * if possible please confirm the number of sutures that break during this procedure. * when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. When the suture is knotted, it breaks several times. The surgery was delayed due to the reported event by 10 minutes. The device was replaced and the procedure was successfully completed. Fragments were generated but removed easily without additional intervention. There were no adverse patient consequences. Additional information was requested.